Event description:
It was reported that the patient was implanted in (B)(6) 2011. The patient stated that stimulation did help some with pain, but she could tell when the stimulation was not working. The patient went to her hcp on (B)(6) 2012, for injections in her hips due to bursitis, and reported a loss of therapeutic effect after the appointment. The patient was currently not feeling stimulation, and had not felt stimulation for 1 month or so. It was noted that the patient had not recharged for a month or so. The stimulator was currently off and was charging at its first increment. The patient was unable to turn stimulation on, and needed to continue charging. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 39286-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer, model 37743, serial# (B)(4). Recharger, model 37752, serial# (B)(4).